Event description:
During a posterior spinal fusion, while placing sai screws bilaterally, the tip of the screw inserter broke off within the screw on the right side. This could not be retrieved and was left in place. Further hardware was placed and the surgery continued. Ap and lateral x-rays showed excellent position of all implants. The 2mm piece of the screw driver tip is located within the center of an 8.5mm screw and is locked down by a rod. It is not visible on radiograph. There is no known possibility of it moving or causing harm or any change in the patient.